Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The issue was isolated to the main keypad assembly. After replacement of the this assembly, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report of, "unit turns off by itself." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in this event.